Event description:
One patient with discrepant sodium results. Initial result gave 125 mmol/l; same sample repeated on same analyzer gave 134 mmol/l. Erroneous result was not reported. The field service representative was unable to determine a cause for the discrepancy.